Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as ¿the transfer set unscrews from the baby blue part and the navy part and it will not disconnect properly". The transfer set was clamped and the patient line of the amia cassette was cut in order to disconnect. This was observed after peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, h3, f10/h6 (medical device problem codes), h6 and h10. B5: it was further reported that the only issue with the minicap transfer set was the separation between the female connector and main body. F10/h6 (medical device problem codes): remove a1204. H10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye identified the female connector was separated from the main body. The connection between the patient connector and the female connector was leak tested with no issues noted. There was no evidence of damage to the female connector or the patient connector. The reported condition of separation between the female connector and main body was verified. The cause of the condition was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address the separation issue. Should additional relevant information become available, a supplemental report will be submitted.